Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The control panel assembly was replaced and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported an intermittent failure of the bag/vent switch to switch to mechanical ventilation when requested.